Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room with chest pain during ventricular pacing. A possible cardiac perforation was suspected, but x-ray could not confirm this. Lead was repositioned on the same day. Patient was stable after the procedure.